Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/06/2014 with the following results:a review of the black box showed multiple low battery warnings and replace battery alarms. Evidence of excessive battery use was observed in the pump. A visual inspection of the pump showed that the battery compartment was intact. The top of the returned battery cap was damaged and was difficult to remove from the pump; however the cap was able to fully tighten on to the pump with no power loss. Evidence of moisture was found in the battery compartment and on the underside of the cap. The pump passed a leak test. The pump cover was opened and no further moisture corrosion or internal defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that the pump¿s battery life was less than one day. The reporter noted evidence of moisture in the battery compartment and stated that the battery was corroded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.